Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. A conclusive cause for the reported hemorrhage/blood loss/bleeding, and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a cardiomems implant procedure. The steelcore guide wire was advanced to the left pulmonary artery and a swan catheter was also advanced. The patient began coughing and experiencing hemoptysis. Physician called for anesthesia and extracorporeal membrane oxygenation (ECMO) team to bedside. Emergency teams arrived and began working on patient stabilization. Later in afternoon, the patient was intubated and placed on vv ECMO but stable, on very few pressors. No additional information was provided.